Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, breast pain, surgical intervention. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and suffered from uc, hair loss, rashes, ib, loss of energy, breast pain, surgical intervention. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right breast implant.